Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient had a headache and started vomiting. Her cgm was 95 points lower than her bg, the exact values of the cgm and bg were not provided. The patient's physician was called, and he instructed the parents to take the patient to the hospital. She was taken to the hospital, admitted for hyperglycemia and diabetic ketoacidosis (dka) and treated with IV fluids, insulin and sodium. She was discharged one day later. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.